Manufacturer narrative:
Original date should have been (B)(6) 2016. Results of investigation: the carefusion failure analysis laboratory evaluated the reported front panel assembly. The customer's reported issue was confirmed, the touch screen was not visible and the menu button stopped. At the location where the buttons were not working, there where visible nicks and scratches noted. The technician noted that it appears the user was using an object to pry the front panel off, causing the visible damage. This reported issue will be tracked and internally investigate the situation.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the middle of the touch screen was not working after calibration on the vela ventilator. There was no patient involvement reported with this event.